Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. Programming changes were implemented. There were no consequences for the asymptomatic patient.